Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A trima accel set was received for investigation. No misassembles, occlusions or defects of the set were noted. A red hue was noted in the platelet and plasma lines. The centrifuge clamps below the cassette were noted to be closed correctly on the centrifuge lines. The customer's pas bag was also included with the set, the frangible was noted to be correctly broken/separated. The run data file (rdf) was analyzed for this event. Review of the available rdf's for this machine identified a run on (B)(6) with a run start time matching the provided run time. This procedure had the right start time so it was chosen for analysis. Root cause: the platelet product collected on (B)(6) was flagged to be counted for wbcs due to the early centrifuge stop, per the rdf. This centrifuge stop occurred about a minute after the platelet valve opened to collect product. The trima accel system flags the platelet product to be counted for wbcs when the centrifuge is stopped due to the possibility that the stop disturbed the separation in the lrs chamber, potentially causing wbcs to escape. It is also possible, though not conclusive, that the multiple access alerts that occurred during the procedure may have disturbed the steady state of the lrs chamber, potentially causing more cells than expected to escape.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.